Event description:
It was reported that the device lost the vacuum after collecting 50 cc's of blood. None of this collected blood was able to be re-infused. A back up device was used to complete the collection and re-infusion, the patient did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was discarded at the account, and no lot number was provided. The device history record cannot be reviewed. If additional information is received regarding this event, a follow up report will be filed.